Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to get equipped with a longer abutment. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 14, 2013.